Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 57-year-old female patient, the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that the internal event log recorded multiple alarms during the reported date; it is important to note that the observed fault messages are consistent with the effects of electromagnetic interference (emi), such as proximity of the ventilator to the MRI core, but we were unable to firmly establish through contact attempts with the customer. The device underwent stress testing, during which no faults were identified, the unit successfully passed all calibration, functional, and performance tests, with no abnormalities detected. The device was recertified and returned to the customer. No emerging trend based on similar reports.